Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported individual received a false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 21628l, reader sn (b)(5). A repeat cue covid-19 test performed on the same day provided a negative result. Individual tested negative with a rapid response antigen test on (B)(6) 2022 and (B)(6) 2022. Individual had no symptoms or known exposure. Cartridges were stored within the validated temperature range.